Event description:
An audible alarm sounded during a routine hemodialysis treatment, with no visible alarm code. Treatment was discontinued without performing rinseback due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's hgb was 11.3 g/dl on (B)(6) 2011 and decreased to 7.5 g/dl on (B)(6) 2011, (18 days post event). The pt's standard epogen dose was increased. Exact date and dosing change not available. No other medical intervention was required for the blood loss.

Manufacturer narrative:
The blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood when trained and instructed by the facility. Nxstage medical considers this report closed. No add'l info will be provided.